Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The pcf-h190l, evis exera iii colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was foreign material in the air/water channel and cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material in the air/water channel and cylinder, additional evaluation findings were as follows: there was a leak at the scope connector cover unit, and the light guide lens was cracked. There was a leak; due to a crack in the scope body. The air/water cylinder and suction cylinder had discoloration. The plug unit, connecting tube, and universal cord were scratched, the bending angle in the up direction did not meet specifications; due to wear of the angle wire. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.